Manufacturer narrative:
Despite multiple attempts, no additional information was received from the local representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services. This patient was presented to the clinic for an s-ICD check. The fcr mentioned that the patient also had dialysis. It was noted that there were some small area of open wounds at both end of the suture line. The patient has a drainage port in the abdomen. It was suspected that when the drainage port is bandaged and dressed, the bandage may come in close proximity to the implant suture line. The available evidence suggests that this device and electrode remain in-service.